Event description:
The right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and the outer insulation of the lead developed a breach due to a depression while in vivo. <(><<)>end>. Concomitant products: 419388 implantable pacing lead 2008 (B)(6); 6932-65 implantable tachy lead 1997 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2008 (B)(6). (B)(4).